Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain, pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast infection nos, back pain, allergic reaction to drug, rash generalised and itching both hands. Previously administered products included for an unreported indication: benadryl cream, clobetasol and ibuprofen. Concurrent conditions included macromastia, mammoplasty, genital bleeding, infection nos, hypoaesthesia, unhappiness, scarring, contact dermatitis, seasonal asthma, seasonal allergic rhinitis, chronic urticaria, fallopian tube spasm, adenomyosis and small bowel obstruction. Concomitant products included diphenhydramine hydrochloride and ketorolac tromethamine (toradol). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, mental anguish/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: de12ression, mental anguish/sychological or psychiatric problems condition: mental anguish,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced headache ("migraines / headaches"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the depression, anxiety, migraine, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 5 on right carnus. Trouble getting the right coil to release possibly due to tubal spasm. Previously taken removal date was (B)(6) 2019. Treatment received for pain, bleeding, allergy, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Radiopaque occlusive devices appear correctly placed bilaterally. No contrast is seen to enter the fallopian tubes and no free intraperitoneal spillage is seen bilaterally. Other details as above.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event : "physical pain/pain, pelvic area, abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal/infection (bladder/ urinary tract/vaginal) type: vaginal" updated as recovered based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('loosely coiled silver metal devices embedded within the lumen of the fallopian tubes') and pelvic pain ('physical pain/pain, pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast infection nos, back pain, allergic reaction to drug, rash generalised and itching both hands. Previously administered products included for an unreported indication: benadryl cream, clobetasol and ibuprofen. Concurrent conditions included macromastia, mammoplasty, genital bleeding, infection nos, hypoaesthesia, unhappiness, scarring, contact dermatitis, seasonal asthma, seasonal allergic rhinitis, chronic urticaria, fallopian tube spasm, adenomyosis, small bowel obstruction, allergic conjunctivitis, gastroesophageal reflux disease, hyperlipidemia and endocervicitis. Concomitant products included diphenhydramine hydrochloride and ketorolac tromethamine (toradol). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, mental anguish/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: de12ression, mental anguish/sychological or psychiatric problems condition: mental anguish,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and headache ("migraines / headaches"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, depression, anxiety, migraine, headache and allergy to metals outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and vaginal infection had resolved. The reporter considered allergy to metals, anxiety, depression, embedded device, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 5 on right carnus. Trouble getting the right coil to release possibly due to tubal spasm. Iscrepancy noted in removal date: (B)(6) 2012. Treatment received for pain, bleeding, allergy, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Radiopaque occlusive devices appear correctly placed bilaterally. No contrast is seen to enter the fallopian tubes and no free intraperitoneal spillage is seen bilaterally. Other details as above. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received. Event added: loosely coiled silver metal devices embedded within the lumen of the fallopian tubes. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('loosely coiled silver metal devices embedded within the lumen of the fallopian tubes') and pelvic pain ('physical pain/pain, pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast infection nos, back pain, allergic reaction to drug, rash generalised and itching both hands. Previously administered products included for an unreported indication: benadryl cream, clobetasol and ibuprofen. Concurrent conditions included macromastia, mammoplasty, genital bleeding, infection nos, hypoaesthesia, unhappiness, scarring, contact dermatitis, seasonal asthma, seasonal allergic rhinitis, chronic urticaria, fallopian tube spasm, adenomyosis, small bowel obstruction, allergic conjunctivitis, gastroesophageal reflux disease, hyperlipidemia and endocervicitis. Concomitant products included diphenhydramine hydrochloride and ketorolac tromethamine (toradol). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, mental anguish/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression, mental anguish/psychological or psychiatric problems condition: mental anguish,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and headache ("migraines / headaches"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, depression, anxiety, migraine, headache and allergy to metals outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and vaginal infection had resolved. The reporter considered allergy to metals, anxiety, depression, embedded device, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 5 on right carnus. Trouble getting the right coil to release possibly due to tubal spasm. Discrepancy noted in removal date: (B)(6) 2012. Treatment received for pain, bleeding, allergy, bladder/urinary problem . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Radiopaque occlusive devices appear correctly placed bilaterally. No contrast is seen to enter the fallopian tubes and no free intraperitoneal spillage is seen bilaterally. Other details as above.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain, pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast infection nos, back pain, allergic reaction to drug, rash generalised and itching both hands. Previously administered products included for an unreported indication: benadryl cream, clobetasol and ibuprofen. Concurrent conditions included macromastia, mammoplasty, genital bleeding, infection nos, hypoaesthesia, unhappiness, scarring, contact dermatitis, seasonal asthma, seasonal allergic rhinitis, chronic urticaria, fallopian tube spasm, adenomyosis and small bowel obstruction. Concomitant products included diphenhydramine hydrochloride and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression, mental anguish,"), anxiety ("psychological or psychiatric problems condition: depression, mental anguish,"), migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 5 on right carnus. Trouble getting the right coil to release possibly due to tubal spasm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Radiopaque occlusive devices appear correctly placed bilaterally. No contrast is seen to enter the fallopian tubes and no free intraperitoneal spillage is seen bilaterally. Other details as above. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received ¿ case become incident, new event physical pain/pain, pelvic area, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches and nickel allergy were added. Patient information date of birth and height were added. Product information indication and essure removal date were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication (toradol) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.